Event description:
It was reported that the pump battery was depleting quickly and that an unexpected reset occurred. Additionally, it was reported that the pump touch screen was unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to perform further troubleshooting with tandem technical support; therefore, the allegations could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.